Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to reach out again if the malfunction reoccurs.